Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Iavarone, michele, et al. (2022). "Air entrapment as a cause of s-ICD inappropriate shocks". Heart rhythm 2022;19:1751-1752. Https://doi.org/10.1016/j.hrthm.2022.05.012. It was reported in a journal article review of 15 subcutaneous implantable cardioverter defibrillator (s-ICD) implant cases occurred. The patients were implanted between 2012 to december 2021. Inappropriate shocks were experienced the same day of the procedure in approximately 66 percent of the patients and within four days after discharge in approximately 33 percent. The inappropriate shocks were determined to be related to air entrapment around the proximal electrode in seven cases and the distal electrode in four cases. Air entrapment around the s-ICD generator was noted in three cases. The one additional case did not investigate the location of the air entrapment. The cause of the noise was determined by postoperative chest x-ray in 11 cases and diagnosed based upon interrogation and reproduction of noise with electrogram review in two cases. In 12 patients the sensing vector was reprogrammed for a period of time while waiting for the air to subside and be reabsorbed. After two weeks in approximately 73 percent of the patients no further shocks occurred and chest x-ray did not show residual air. Request for model serial number information is being made to the author of the article. No additional information is available. If additional information becomes available the report will be updated at that time.